Event description:
Related manufacturer reference number:2017865-2022-50644. It was reported that the patient presented for a generator change procedure for elective replacement indicator. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead also had a high capture threshold, which resulted in loss of capture. During the procedure, the right ventricle (rv) lead was damaged. The ra lead and rv lead were explanted and replaced. The patient was in stable condition.